Manufacturer narrative:
On 3/7/2017, the fse found the sorter cup pick up z spring broken and a stretched claw spring. The fse replaced the cup nozzle assay and adjusted the cup claw opening for the sorter. Fse noticed that the instrument was trying to pick up cup from sorter where there were none. They indicated that this was a cup inventory issue. Additionally, they adjusted the cup scan z axis and also required y and x adjustments to get the cups to read from the scan. The threshold for cup pick up was acceptable and all controls were in range. There was no further action required by fse. The probable cause of the event was cup inventory scan. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh tcorporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported they were getting error 2204 sorter cup pick up failure with their a1a2000. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.